Event description:
The facility's biomedical engineering department reported an incident with an "incorrect infusion rate." The pump was being used for an infusion of regular insulin, concentration unspecified, to an adult surgical intensive care unit patient. Insulin rate was being titrated according to the patient's blood sugar, which was taken every 2 hours initially, the insulin infusion was held for 2 hours for the patient's fasting blood sugar of 50. The patient's fasting blood sugar was rechecked and was found to be at 200. The insulin infusion was restarted at 1 unit/hr and then increased to 2 units/hr. Reportedly, the pump was found to have delivered insulin at 50 units/hr for 90 minutes. The patient's fasting blood sugar was found to be at 37 and the insulin was held. One ampule of 50% dextrose (d50) was administered and the patient's fasting blood sugar was being monitored from every 30 minutes to 1 hour. The patient continued to be treated with 10% dextrose (d10). According to the nurse manager, the patient was intubated at the time of the event and there were no changes in the patient's neurological status. The patient recovered and was reported to be "awake now and fine." Though requested, no additional information was available regarding the patient's demographics, diagnosis, and medical history, and set up or programming of the infusion device.